Event description:
Patient reported obtaining back-to-back blood glucose results of "just over 200" mg/dl and 90 mg/dl, while using the suspect device. Patient did not modify therapy based on these results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.